Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error alarm and reported that partial display, flashing medtronic logo, and keypad unresponsive. The customer also experienced hyperglycemia with a blood glucose value of 400 mg/dl at the time of the event. Troubleshooting was performed and the customer was unable to clear the alarm. Troubleshooting was declined for the high blood glucose. It was unknown whether the auto mode feature was active at the time of the event and whether the pump was used within 48 hours. No further patient complications were reported. The customer will discontinue the use of the insulin pump and it will be returned for analysis.

Manufacturer narrative:
S/w ver. 5.2a retainer ring = black case type: ngp. Customer returned insulin pump for an alleged flashing logo display, keypad, missing segment and insulin pump error anomaly on (B)(6) 2022. Test p-cap and reservoir locked properly into reservoir compartment during testing. Insulin pump was received with flashing medtronic log display. Unable to download or perform the displacement test, sleep current measurement test, active current measurement test and self test due to flashing logo display. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board1, electrical board2, force sensor, motor and battery tube assembly noted. The original electrical board was installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and flashing medtronic logo noted. The following were noted during visual inspection: corroded battery tube, minor scratches on case, cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, customer alleged flashing medtronic logo display confirmed. Exposed to moisture confirmed. Unable to verify for high blood glucose or keypad anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
The device was returned for analysis.